Event description:
On (B)(6) 2025 the user's dexcom g7 continuous glucose monitor (cgm) displayed a falsely low blood glucose (bg) value of 52 mg/dl, while a simultaneous fingerstick bg reading was 488 mg/dl. The user's caregiver contacted beta bionics for assistance. The ilet was withholding insulin based on the inaccurate cgm input. The agent instructed the user to replace the cgm, drink water, and remain active while the new sensor warmed up. The user¿s bg returned to range by approximately 8:00 pm that evening. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.